Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and tender to the touch, but no open skin. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a cortisone cream for the rash. Outcome of the irritation is unknown as follow up attempts were unsuccessful.